Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2022-00591. It was reported that patient experienced ineffective therapy due to high impedance issue on the l4 lead. Leads were explanted, and new leads were implanted. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.